Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 did not connect to alaris system maintenance software account name: (B)(6) childrens hospital account #: 6048700 asset name: 8015 pcu dom v9.33.1.2 b/g asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: robert had a pcu8015 did not communicate with alaris system maintenance software failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I remote in to robert's computer and troubleshoot the cause. I found out robert used "tren net" usb adapter. I recommended robert to get trip lite usb adapter model USA-19hs robert will use the recommended usb adapter. If he still have any issue, he will call back. Ref:_00d30y0yr._5000l1idoa0:ref